Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00158 on 10/29/2015 for (B)(6) advia centaur xp (B)(6) test sample results when performing a reagent lot to new reagent lot patient correlation study. 11/16/2015 additional information: the cause for (B)(6) advia centaur xp (B)(6) test sample results when performing a reagent lot to new reagent lot patient correlation study is unknown. The patient samples are not available for further investigation by siemens. No conclusion can be drawn. The instruction for use (IFU) states under the interpretation of results section: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The instrument is performing within specifications. No further investigation is required.

Manufacturer narrative:
The cause for the (B)(6) advia centaur xp anti-hbs2 (B)(6) patient results with the new reagent lot (119053) during a patient correlation study is unknown. The customer's quality control results were acceptable for both reagent lots at the time of the initial correlation study. Siemens is investigating. The instruction for use (IFU) states under the interpretation of results section: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The instrument is performing within specifications.

Event description:
(B)(6) advia centaur xp anti-hbs2 (B)(6) results were obtained by the customer on patient samples when performing a reagent lot to new reagent lot patient correlation study. A second correlation study was performed on a second advia centaur system and there were three (B)(6) patient results with the new reagent lot. There was no known report of patient treatment being altered or adverse health consequences due to the reactive advia centaur ahbs2 correlation results.